Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had a graphic user interface (gui) problem. There was no pt involvement. Covidien was not authorized to svc the device. The covidien customer support engineer (cse) was only authorized to upgrade the software to the current version. The unit passed extended self-testing.